Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was squeezed the first time and nothing came out. The second fire was fine. The device was fired third time, the clip was scissored and then the device locked out and could not be fired anymore. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.